Manufacturer narrative:
Device unique identifier (UDI) #: the device was manufactured prior to UDI requirements. Approximate age of device - 2 years and 7 months. The explanted device and the replaced external portion/distal end of the driveline were received for analysis. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during the night of (B)(6) 2016, low flow and driveline disconnected alarms sounded. The patient was asymptomatic and stated that the pump running symbol on the system controller remained green. The lvad system was powered by the power module from 7pm until the morning of (B)(6) 2016 and no further alarms occurred. The system controller was exchanged but there was a concern for a driveline short-to-shield issue. The system controller log file was reviewed by the manufacturer's technical services representative and multiple pump stoppages and speed drops were noted. The alarms only appeared to occur when the lvad was connected to the power module. On (B)(6) 2016, technical services representatives performed an external driveline replacement. After the repair, on (B)(6) 2016, it was reported that pump stoppages reoccurred. An ungrounded patient cable was provided for use with the power module. The patient subsequently underwent a pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The distal end/external portion of the driveline was replaced on (B)(6) 2016, and 18.75 inches of the external driveline was returned for evaluation. A pump exchange was performed on (B)(6) 2016 and the pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The remainder of the driveline was returned in two separate segments measuring 7 inches and 26.5 inches, respectively. Each driveline segment was tested for electrical continuity in the conditions that they were received in and did not reveal any discontinuities or shorts. Upon removal of the outer layers of the driveline, visual examination revealed a breach in the insulation of the orange wire on the portion of the driveline internal to the patient, approximately 5.5 inches from the driveline replacement site. The observed wire damage appeared to be the result of repetitive movement. The driveline was submerged in a saline solution for high potential testing and the test did not reveal any additional areas of current leakage. The orange wire redundantly supports motor phase 3. If the exposed conductors of the orange wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the reported alarms and pump stoppages that were confirmed through the analysis of the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.